Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call, the insulin pump wasn't delivering insulin. Customer stated there is no insulin coming out. Customer stated had continues issues with device since (B)(6). Customer's blood glucose has been running high 300 to 500 mg/dl. Current blood glucose is 196 mg/dl, but she has been disconnected from the device. Customer did a 5 unit bolus into the air an no insulin came out and the device didn't alarm no delivery. High pressure test was performed and the device did alarm. Customer was advised to monitor the device and to call back if issues persisted.